Event description:
The customer reported getting error: red "x" charge battery message. Although battery has been fully charged, still getting same error. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.